Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg) levels (value not provided) with ketones. Reportedly, the suspected cause was due to the customer not replacing the failed non-tandem transmitters. Customer delivered correction bolus in an attempt to address bg. Recommendation was made for customer to consult with the healthcare provider regarding bg level.